Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo shows the device on a table, the shaft has no structural anomalies, however, the small inserter tip that holds the anchor is broken. A manufacturing record evaluation was performed for the finished device 8l25408 number, and no non-conformances were identified. Based on the investigation findings, the reported complaint can be confirmed. A possible root cause can be attributed to axial misalignment or bending force that was applied to the device while insertion, as per (B)(4); do not twist or apply bending force to the inserter, this can damage the anchor, suture, or inserter tip. The inserter tip breaking of the bioknotless insertion tip is attributed to a misuse, this issue is already being addresses by depuy quality system thru escalation and CAPA process. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. A field action was released, and it has been handling thru depuy quality system. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly.

Event description:
The it was reported by the sales rep in united kingdom that during an arthroscopic shoulder stabilization procedure on (B)(6) 2023, a bioknotless rapide w/orthocord device was used. According to the report, the end of the driver ended up breaking off and staying in the screw. It was further reported that the anchor was removed and replaced. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. It was reported that the patient recovered and had no negative impact. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the health effect - clinical code and health effect - impact code have been updated accordingly.

Event description:
The it was reported by the sales rep in united kingdom that during an arthroscopic shoulder stabilization procedure on (B)(6) 2023, a bioknotless rapide w/orthocord device was used. According to the report, the end of the driver ended up breaking off and staying in the screw. It was unknown if and how the procedure was completed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.